Event description:
It was reported that the patient was in motor vehicle accident in october 2010 with resultant severe and intractable low back pain with bilateral lower extremity radiculopathy and weakness. Approximately two and half months after the motor vehicle accident the patient underwent anterior cervical discectomy and fusion (acdf) at c5-6. Six months later, the patient presented with significant and severe low back pain with bilateral lower extremity pain. The patient was diagnosed with decreased disc height l5-s1; severe neural foraminal narrowing l5-s1; lumbar disc desiccation l5-s1; displaced lumbar disc l5-s1; bilateral lower extremity radiculopathy with weakness; and hypertension. The patient underwent partial corpectomies anteriorly at l5 and s1 with bilateral neural foraminotomies at l5-s1; anterior lumbar arthrodesis at l5-s1 with placement of ortho fix pillar al interbody and rhbmp-2/acs; and anterior fixation at l5 and s1 using ortho fix unity plate, screws and cover plate. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.